Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) identified that the drawer controller pcb in drawer 2.1 was faulty, causing failures in the drawer module printed circuit board (pcb). The controller pcb and door module pcb were replaced, and the system was rebooted. The drawers were then verified and tested for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer could not be recovered and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.